Event description:
Rptr has recalled five events over the past 6 months in which the welding frame has broken on five different beds. There was no pt injury in any event, and the rptr could not recall if the beds were occupied or not in each occurrance.